Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was mildly tortuous. The lesion was pre-dilated with a 1.5 x 12 mm balloon at 14 atmospheres. After the xience prime 2.75 x 28 mm stent was deployed, a distal edge dissection was noted. A xience prime 2.75 x 15 mm stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.